Manufacturer narrative:
The carefusion field service engineer evaluated the ventilator and found power set to zero and circuit calibration out of adjustment (high). Performed 2k pm procedure without issue. Ventilator passed all performance checks.

Event description:
The customer reported that during pre-use testing the ventilator doesn't hold pressure. No pt involvement.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun.